Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test the customer experienced false negative testing results. Second rapid test was performed at the hospital with a positive result. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer received a false negative test result via the veritor at-home test kit. The customer "took the test monday night-having symptoms. Came back negative. Less than 12hrs later took another rapid test, this time from the hospital, and it came back positive."

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges false negative test result while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test the customer experienced false negative testing results. Second rapid test was performed at the hospital with a positive result. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer received a false negative test result via the veritor at-home test kit. The customer "took the test monday night-having symptoms. Came back negative. Less than 12hrs later took another rapid test, this time from the hospital, and it came back positive."